Manufacturer narrative:
While there is no indication that the device involved malfunctioned in this case, because the patient was prescribed medication, this event meets the criteria for reportability.

Event description:
It was reported that a patient complained of dizziness and a sensation that air entered under the gums after jet-fresh prophy powder was directed at an impacted wisdom tooth during a routine cleaning procedure. The patient was immediately taken to an urgent care physician who noted that there was no sign of air emphysema and prescribed a steroid. The treating dentist also prescribed an anti-inflammatory medication and an antibiotic as a precaution.